Event description:
It was reported that the patients Spinal Cord Stimulation (SCS) Implantable Pulse Generator (IPG) was no longer holding a charge resulting in inadequate stimulation therapy. The patient underwent an IPG replacement procedure. There were no reported issues postoperatively.

Manufacturer narrative:
Block B3: Approximated based on the date the manufacturer became aware of the event.